Event description:
It was reported that the patient had an inappropriate shock due to oversensing of noise. Technical services helped coach the clinic in reprogramming the sensing vector. This was done successfully. There were no additional adverse patient effects. The system remains implanted.